Event description:
On (B)(6), 2006, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6), 2010, a reintervention occurred with the goal of implanting an aortic extender component to treat a proximal type I endoleak. A 16fr sheath was used, but could not be advanced through the external iliac artery due to the narrowness of the artery. Therefore, the aortic extender component was advanced outside of the sheath. The device could not be advanced through the artery. The delivery catheter was twisted and turned several times in an attempt to advance the device. The physician then noticed under imaging that the delivery catheter had become disconnected at the distal end of the graft and the graft and distal shaft were lodged in the iliac artery. The remainder of the delivery catheter was removed, along with the deployment line. The physician was able to advance a wire through the lumen of the graft, and using a balloon catheter was able to deploy the aortic extender in the iliac artery. A snare was then used to retrieve the distal shaft. The physician abandoned treatment of the endoleak and the procedure was concluded.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Engineering eval summary: the returned product showed that the polyimide guidewire lumen detached at the proximal junction, and the deployment knob remained screwed down. This indicates the deployment was initiated without pulling the deployment knob. A 16fr sheath was used while the product was designed for an 18fr sheath. Also, the aortic extender component was advanced outside of the sheath while IFU specifically states, "warning: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position." CAPA (B)(4), "aaa polyimide failures", has been opened to address these types of failures.